Event description:
On (B)(6) 2012, the patient contacted animas to report unexplained elevated blood glucose readings above 400 mg/dl. The patient was concerned about the functionality of the animas insulin pump because she went to sleep with a blood glucose reading of 170 mg/dl and awoke with a blood glucose reading of 430 mg/dl. At the time of concern, the patient had shortness of breath. The patient changed the infusion site and administered self treatment with bolus insulin doses. Her blood glucose reading decreased to 381 mg/dl. At the time of the call to animas her blood glucose reading was at 459 mg/dl. She felt tired but did not check for any ketones. During troubleshooting, the animas representative noted there was one no prime warning on october 9, 2012. There was no other "no prime warning" after to the aforementioned date. There was no product misuse. This complaint is being reported because the patient had elevated blood glucose of 430 mg/dl and symptoms suggestive of hyperglycemia while on insulin pump therapy. It is not clear if diabetes management, use error, intentional misuse, or product malfunction was associated with the reported event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The pump was also returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated one "loss of prime" warning occurred on (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed numerous times and the pump was able to prime. The pump was exercised for 29 hours with no delivery issues and no alarms or warning occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.